Manufacturer narrative:
Upon evaluation of the device, a blood spill was found internally. The power supply needed replacing as a result along with other components. There was no evidence of burning or carbonization. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2011, to report that the top of the disk broke off of the orthopat machine. It became stuck in the centrifuge. It was also noted that the disk had a small amount of blood on it. No operator or donor injury was reported.